Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens was defective, possibly a torn haptic. The lens was removed. No pt injury was reported.